Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the reported clinical observations pbd, and other clinical observations coded to the CAPA. At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Event description:
It was reported that during a routine follow up, this pacemaker device exhibited sudden but consistent low atrial impedance measurements. Device reprogramming was performed, and as premature battery depletion concerns were also raised, the replacement procedure was scheduled. During the device replacement procedure, the atrial lead was tested to determine if it also needed to be replaced, but normal impedance was confirmed and only the device was explanted and replaced. The lead was kept, and no additional adverse patient effects were reported. The explanted device was returned for analysis.

Event description:
It was reported that during a routine follow up, this pacemaker device exhibited sudden but consistent low atrial impedance measurements. Device reprogramming was performed, and as premature battery depletion concerns were also raised, the replacement procedure was scheduled. During the device replacement procedure, the atrial lead was tested to determine if it also needed to be replaced, but normal impedance was confirmed and only the device was explanted and replaced. The lead was kept, and no additional adverse patient effects were reported. The explanted device is expected to be returned for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.